Manufacturer narrative:
Updated information: d4 catalog number corrected. D9 device returned.

Manufacturer narrative:
D9: added devices return date.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support. During the first day of support, the patient experienced bleeding at the impella access site. Manual pressure was held to achieve hemostasis, but it was noted that the impella was removed later that day due to the bleeding and the patient¿s heart recovery. The device was explanted successfully after weaning. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Corrected information has been provided in h3. Asae/major bleed: no issues were found with the returned product. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
H6. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product returned. Access site adverse event/major bleed: access site bleeding was noted around the sheath with estimated blood loss of 50 cubic centimeters. The patient was on anticoagulation (heparin infusion and cangrelor) with activated clotting time monitoring. Hemostasis was achieved with manual pressure. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
Additional event information states that pump was removed due to recovery and bleeding.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.